Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-15346. It was reported that during an unrelated procedure, the physician noted a break in one of the lead extensions, and high lead impedances were measured on the corresponding contacts. As a result, surgery may occur to address the issue. It is unknown which lead extension was involved, so both applicable leads are being reported.

Event description:
Additional information was received that surgery occurred in which the extensions were explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.